Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the led (light emitting diode) flex was dim and the upper case was broken. Analysis also found the lower case was broken. (B)(4)

Event description:
It was reported that the external pulse generator (epg) display for rapid rate was dim and the display door hinge was chipped. The epg was returned for repair. No patient complications have been reported as a result of this event.